Event description:
A distributing customer reported that a user facility filed a complaint for leakage from the disposable reservoir bag used with an electromechanical ambulatory infusion pump. There is no report of pt injury.